Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the customer was experiencing high glucose for the past three months. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.